Event description:
Patient reported that since 2005 she has experienced several infusion set tubing breaks at the liuer lock. The patient reported that she experienced feeling very ill, vomiting and would become very faint. She indicated that her blood glucose would be in the 500's mg/dl. To lower her blood glucose, she would check her it every hour and administer a bolus. No medical assistance wsa needed. Patient did indicate she would contact her physician for medical advise. No product is being returned for evaluation.

Manufacturer narrative:
H6- product not returned for evaluation.